Event description:
Device stuck in safety mode - does not want to initialize. Device was explanted and exchanged. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation the device was operating in a safety backup mode and the programmer prompted a re-initialization request. The pacemakers memory content was inspected. The inspection revealed that the device switched into the safety backup mode on march 24, 2022, as a result of the detection of invalid memory content. A re-initialization was started on march 25, 2022 but not completed. During analysis a re-initialization could be performed properly. Subsequently, the pacemaker operated as expected. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a re-initialization the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.